Manufacturer narrative:
E1 - initial reporter establishment name: (B)(6) hospital. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that rigid video scope had a dark image and scope communication error during inspection for use. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h4, h6, h11 the device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: scope communication error, the rigid tube was bent, component failure of the rigid tube, fiber cone corroded. And component failure of the fiber cone. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: image is dark caused by a component failure of the universal cable, the rigid tube was bent caused by a component failure of the rigid tube, fiber cone corroded caused by a component failure of the fiber cone and scope communication error. The most probable cause of the complaint is cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.